Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was .500 ,g/dl. Customer changed out cartridge and infusion set after occlusion alarms occurred.